Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower orders were not crossing over to the patient admission. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to the patient admission. A technical support specialist (tss) found that the earlier patient orders were successfully processed in station, however, the tss did not include a visit number, as the visit identity field was blank on our end. Due to the absence of a visit number, the server was able to parse the orders but could not associate them with a patient record, which prevented the orders from displaying. Orders placed on or after 03/23 contain a valid visit number and were displaying correctly in the server and should also be visible at the station. It was recommended that the active directory (adt) team compare the order creation process used for the earlier orders with missing visit numbers against the more recent orders that were properly populated to determine the cause of the discrepancy, as the missing visit number was the most likely reason the earlier orders were not visible. The system functioned as intended after the technical support specialist troubleshot the device.